Event description:
The patient received a transobturator mid-urethral sling procedure in 2007. Upon follow-up inspection by the physician, it was discovered that the mesh material had eroded into the vagina. The physician intervened by cutting a portion of the mesh at the mid urethra to correct the issue. No other problems were reported. No further complications were reported. No additional information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use outline appropriate placement, access and maintenance procedures. Although a lot number was not supplied, we queried the database for this product family and failure mode and found this complaint to be the only complaint in a one month period. There were two complaints in a six month period prior to this complaint being filed. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.